Event description:
Info received indicates that after an aortic dissection case, it was difficult to come off bypass, and the pt was put on portable support using the carmeda cps. After approximately 40 minutes of support, the flows through the oxygenator diminshed. The pt expired. The oxygenator was emptied and rinsed by the perfusionist for return to medtronic. The chief perfusionist did report that a large amount of bioglue was used during the case.